Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt's pump motor stalled. The pump stall was confirmed as noted in the event logs with no motor stall recovery recorded. Per the reporter, the physician checked the logs. The logs indicated multiple motor stalls and recoveries over (B)(6). It was also reported that the pt had a lack of therapeutic benefit. A pump replacement was planned. The medications dispensed via the pump were morphine and bupivacaine; the concentration and daily dose were not reported. Add'l info has been requested, but was not available as of the date of this report.